Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 25mm mitral valve implanted 13 years, five months, underwent valve-in-valve procedure due to mitral stenosis. A 26mm valve was successfully implanted inside the failing 25mm valve. Patient tolerated the procedure well and was transferred to ccu in stable post procedure. The patient was discharged on pod #7.

Manufacturer narrative:
Additional manufacturer narrative: updated event, other relevant history (expiration date), and device manufacture date. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted 13 years, five months, underwent valve-in-valve procedure due to mitral stenosis. A 26mm valve was successfully implanted inside the failing 25mm valve. Patient was stable post procedure.